Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display found on (B)(6) 2021. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the insulin pump history file, in the long trace file, or in the power management graph. The adapt tool confirms that the following alarms/alerts occurred around the event date: 104=low battery alert occurring on (B)(6) 2021 01:30:00 and (B)(6) 2021 23:01:00--these are within the expected interval of 2 weeks of each other; 58=failed battery test--9 alerts occurring on (B)(6) 2021 alone; 84=battery removed alarm--10 alerts on (B)(6) 2020 alone. The adapt tool did not list any unusual insulin pump errors whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the device. Blank display not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer changed the battery but frozen display did not recurred. Display was blank at the time off call. Display did not return after insulin pump restart. Insulin pump also had battery failed alarm which was resolved by battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.